Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and increased mitral regurgitation requiring surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. One day post procedure it was noted the posterior mitral leaflet (pml) had a tear and the mr increased to 4. The implanted clip was stabile and not moving on the leaflets. The patient was sent for mitral valve replacement surgery on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported the recurrent mitral regurgitation appears to be related to the tissue damage; however, a cause for the tissue damage cannot be determined. The patient effects of mitral regurgitation and tissue damage are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.